Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported false upstream occlusion alarm was not reproduced during evaluation. A review of the event history log identified false upstream occlusion alarm. The cause was determined to be the upstream sensor values were found to be out of specifications. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.